Event description:
After iabp for about 26 hours, the iab leaked and the iab was removed. No second was inserted. The iab was not returned to datascope for evaluation. (Event complications: unknown - reported 07/23/97.) (Pt's current status: unk - rpt'd 07/23/97.)